Event description:
According to the reporter: procedure: lap gastric-bypass. Surgeon was cleaning fat away from the stomach with the autosonix device prior to doing his gastro-jejunostomy when the tip of the ultra shear long handle broke off inside of the pt. In discussion this situation with the surgeon, he stated that their were no clips in the area and at the time of the incident, he was simply dividing fat on the stomach; something he has done numerous times with this device. The broken piece was retrieved.

Manufacturer narrative:
MDR initial report submitted: 01/06/2009.